Manufacturer narrative:
An event of deformity upon deployment, device migration, and device rotation was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, document 600035-021, "do not release the amplatzer pfo occluder from the delivery cable if the device does not conform to its original conformation or if the device position is unstable".

Event description:
Closure of pfo with 25mm pfo device using 9f ds. Device prepared and deployed across the atrial septum. Right disc was large bulbous formation upon deployment, left disc flat against the septum. The device was retrieved for inspection and flushed and loaded into the loader again. During preparation the right disc was slightly enraged but the physician was happy to use the device. Upon deployment the right disc was again enlarged and remained this way. Tug test performed device seemed staple and released. After release the device moved significantly and rotated. Tee was used to observe the rotated device. The patient was then sedated and toe performed to ensure the device had not embolised. Device across the septum , septum very mobile and the device moved significantly with respiration.